Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had stuck button alarm. Customer's blood glucose level was unknown. Trouble shooting was performed for stuck button alarm and advised to remove and reinstall battery cap without removing the battery. Customer received a battery failed alarm. The device will not be returned for analysis.